Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/4/2025, a sales representative reported via phone that an ar-8724v-24 2.4mm distal locking screw failed to lock to the ar-8916vsl-05 volar distal radius plate, instead threading through it. The faulty screw was removed, and a new screw was successfully implanted in the central hole, achieving proper locking with the plate. Subsequently, the surgeon implanted the originally faulty screw in a different hole, where it threaded in without any issues. This was discovered during a wrist fx procedure. No additional information is known regarding this event.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces during screw insertion and/or over-torquing the screw during insertion.